Event description:
During banding of left fallopian tube, tube was transected. Bleeding was visualized on the monitor via camera. Mini-laparotomy done and left fallopian tube repaired. Estimated blood loss was 200cc.